Event description:
A lifepak 8 cardica monitor/defibrillator was attached to the pt diagnosed in atrial fibrillation. Device defibrillator energy was delivered to the pt two times. Prior to the 3rd device discharge, the bedside spacelabs medical monitor allegedly displayed a non-shockable rhythm while the lifepak 8 cardiac monitor reportedly still displayed atrial fibrillation. A lifepak defibrillation/monitor was obtained and replaced the lifepak 8 cardiac monitor using the same pt cable and electrodes that were connected to the lifepak 8 cardiac monitor. The lifepak 9 defibrillator/monitor allegedly displayed the correct non-shockable pt EKG.

Manufacturer narrative:
The hosp biomedical technician tested the device and was not able to duplicate the reported malfunction. The device was sent to the factory. In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. The device was returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.